Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: unk. Medtronic representative went to the site to test the equipment. It was reported that the network bulkhead on the I/o panel was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The network bulkhead connector was returned to the manufacturer for analysis. A visual inspection revealed a broken contact at position 2 within the returned connector. A continuity test confirmed an open at pin 2. The hardware investigation found that the reported event was related to a hardware issue. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system has been having issues connecting to electronic picture archiving and communication systems (pacs). The wired ip address remains red after it is plugged into a port. This system used to connect without issue. There was no patient present when this issue was identified. It was reported that the stealth is still able to be used with a usb or dvd. Site reported that the navigation system will not connect to pacs. With the help of the hospital it team they were able to get 3 of their 4 navigation systems connecting properly. The navigation system reported on would still will not connect.